Manufacturer narrative:
No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 151 mg/dl. Nothing further reported.